Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was brought in-clinic for an advisory check. Upon device interrogation, it was noted that the remaining longevity was 2.4 yrs. In (B)(6) 2016, the longevity was 5 years to eri. No therapies or programming changes occurred between the two dates, and the last capacitor maintenance occurred on (B)(6) 2016. Review of the session record file noted the battery voltage dropped from 2.92v on (B)(6) 2016 to 2.8v during the in-clinic check. The device was explanted and replaced without adverse consequences. The patient remained stable following the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by (B)(6) medical on (B)(6) 2016.